Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 21oct2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: there was no patient involvement - unable to connect any unit to 8100 unit. Account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g. Asset location: contact: (B)(6). Contact email: contact phone: contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: tech. Called in for help on 8100 unit serial # (B)(6). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech is having issue with 8100 unit when he connects it to either side of the 8015 unit it work but if he connect any other unit to that 8100 unit they want power on this happen on both sides of that 8100 unit tech. Perfer to send unit in for services repair can be issue with logic board on unit. Thank me for my assist.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 21oct2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. H3 other text : device was not returned to manufacturing facility.

Event description:
Case #: (B)(4) case subject: there was no patient involvement - unable to connect any unit to 8100 unit (B)(6). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: tech. Called in for help on 8100 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech is having issue with 8100 unit when he connects it to either side of the 8015 unit it work but if he connect any other unit to that 8100 unit they want power on this happen on both sides of that 8100 unit tech. Prefer to send unit in for services repair can be issue with logic board on unit. Thank me for my assist.